Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to a fracture. Another rv lead was successfully placed. No additional adverse patient effects were reported.